Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer would change the cartridge, infusion tubing and site. The customer's blood glucose level was impacted. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer was using apidra insulin, but has since switched to the humalog insulin.